Event description:
On five occasions (four events in the week prior to 2003, and once a month prior to 2003) the pt received emergency medical treatment (from an emergency medical technician) for low blood glucose. Treatment received: glucose IV.